Manufacturer narrative:
Correction: b3, d11 have been corrected as the event took place at an unknown time in (B)(6) 2020.

Manufacturer narrative:
Clinical investigation: a possible temporal relationship exists between continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, and the adverse event(s) of hospitalization. The reason for the patient¿s hospitalization is unknown; therefore, causality cannot be established. Given the lack of information, a comprehensive investigation cannot be performed. Based on the totality of the information available, the liberty select cycler can be disassociated from the event(s). There is no allegation or objective evidence indicating a fresenius product(s) or device(s) caused or contributed to the reported hospitalization, a serious injury, patient death or other adverse event(s). Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A nurse reported that a peritoneal dialysis (pd) patient was in the hospital and wanted to confirm the patient's current prescription. There were not product problems reported at intake. Additional information was requested but to date, have not been provided.